Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used to treat a gastric ulcer within the stomach during a procedure performed on (B)(6) 2012. According to the complainant, during preparation outside the patient, the device was tested for diathermy using saline solution, but it failed to conduct current. A trial probe was then tested using the original cable and worked without issue. The original probe was then retested and a small amount of current was able to be delivered; however, the probe tip seemed to not be conducting throughout its full circumference. No device damage was noted. The procedure was completed using another injection gold probe and the same equipment. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The reported event: probe fails to deliver energy. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.